Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "during ventilation for the patient, 'ventilation canceled' message appeared and ventilation stopped." The ventilator was exchanged. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Logfile analysis indicates that, during ventilation, a sequence of technical events and faults occurred. At 09:34:26, a technical event was recorded: 231009 (blower controller speed low). This was followed shortly thereafter, at 09:34:46, by multiple technical faults, including 1485001, 1446029, 1746004, 431001 (blower fault), and 446029 (ambient failure detected). Investigation ongoing.